Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the grip-crimp socket. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found at the yaw pulley near the broken conductor wire. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument. Thermal damage to the yaw pulley was the affected adjacent component. Additional observation not reported by site that is related to the primary failure: the instrument was found to have thermal damage to the yaw pulley, near the broken conductor wire. The complaint regarding the broken cable was confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.